Event description:
As reported, in 2005, this pt was implanted with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. In 2007, the aneurysm was noted to be 6.3 cm in diameter and a palmaz stent was implanted in attempt to repair a proximal type I endoleak. In 2008, computed tomography scans identified the aneurysm as enlarging to 7.7 cm in diameter. The next day, the pt underwent open surgery in which the gore excluder aaa endoprostheses were explanted. The endoprostheses were excised and replaced with a 16x8mm dacron graft which was anastomosed both proximally and distally in an end-to-end fashion. A good right femoral pulse was identified along with an excellent left femoral pulse. The aneurysm sac was then approximated over the graft. The pt .was in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Proximal type I endoleak. Also implanted in the pt pxc141200/lot#03449841 and pxl161207/lot#040921220.